Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the malfunction to the ps1 power supply that was removed and replaced and voltage remained above the 5v minimum specification. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopic system locked up during a procedure and displayed a cross-hatch pattern on the monitors.